Event description:
Consumer complaint of low blood glucose results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 160-170mg/dl fasting. Verified the strips expire 08/14/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 262 mg/dl and 318mg/dl fasting. Reviewed meter memory: 285mg/dl (B)(6) 2015 03:43:00 pm fasting: yes; 46mg/dl (B)(6) 2015 03:37:51 pm fasting:yes; 199mg/dl (B)(6) 2015 11:11:00: pm fasting: yes; 303 mg/dl (B)(6) 2015 09:41:51 am fasting: yes; 539mg/dl (B)(6) 2015 05:34:51 pm fasting:yes.

Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complained of low blood glucose results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 160-170mg/dl fasting. Verified the strips expire 08/14/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 262mg/dl and 318mg/dl fasting. Reviewed meter memory: (B)(6).